Event description:
It was reported that during the scheduled removal of the trial lead by the practice nurse, several lead contacts became detached and were left inside the patients body. X rays were taken to locate the contacts so the contacts can be removed during the ipg implant procedure. The lead was discarded by the medical facility.